Event description:
The pt complained of having two heart attacks in the past. He indicated that he is unsure if both of his stents are cypher stents. The pt stated that after his first stent, the physician confirmed that he had a clogged stent (possible restenosis). The pt claims that his second heart attack was in the same spot as his stent. After his operation, he noted that his heart rate has remained elevated; between 90-110bpm. The pt had two stents implanted about two years ago. The pt's medications include the following: plavix, aspirin, toprol, crestor, coreg, lisinopril, lipitor, klor-con and lasix.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2007-00288 and 3003742446-2007-00289. The event involved a male. The pt states, he has had two heart attacks in the past and had two coronary stents implanted approx two years ago; however, he is unsure if both are cypher stents. The pt stated that after his first stent, the physician confirmed that he had a "clogged stent", and reports his second heart attack was "in the same spot as his stent." Following stent implantation he noted his heart rate has remained elevated; between 90-110 beats per min. The pt's medications include the following: plavix, aspirin, toprol, crestor, coreg, lisinopril, lipitor, klor-con and lasix. The stents remain implanted in the pt and thus not available for evaluation. The lot numbers are not available and so a device history records review was not completed. Based upon the limited information available, it is not possible to conclusively determine the cause of the events. There is no clear indication these events were design or manufacturing related.